Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) evaluated the device onsite and found no issues with the unit. Calibration and preventive maintenance (pm) service was performed to meet all manufacturer specification. A new blender would be installed as per customers request. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported an internal leak in the vela ventilator. At this time, there is no information regarding patient involvement associated with the reported event.